Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, increase capture threshold resulting in loss of capture and increased pacing impedance were noted on the left ventricular (lv) lead. No intervention has been performed at this time and the patient was stable and will continue to be monitored.